Event description:
It was reported during surgery and during use of serfas energy 90-s max the tip fell off. A metal part loosened and several parts of plastic from the tip fell off in the operating field. It was also reported that the metal and plastic parts were retrieved. No error messages were displayed on the driver/power supply unit.

Manufacturer narrative:
Additional information will be provided once investigation is completed.